Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This emder is being submitted for unknown number quantity . It was reported that patient faced infusion sets leakage events on (B)(6) 2025. The leakage was at the quick release. No further information available.